Event description:
It was reported that the patient¿s pump was removed and discarded on (B)(6) 2014, due to infection. It was further noted that the pump was not removed ¿for infusion¿; it was removed because the wound dehisced. There was no alleged pump issue, but actions required as a result of the event were noted to include explant. The patient¿s medical history included a previous pump replacement (see manufacturer¿s report number 3004209178- 2014-23898), but no known risk factors prior to implantation. The patient was taking macrobid, coreg, and norvasc at the time of the event. No diagnostic testing or troubleshooting was performed; it was ¿not required.¿ symptoms or complications associated with the event included drainage and incisional wound opening at the pump pocket, drainage, pocket erosion, and clear drainage from ¿wound day before.¿ the primary location of the infection was the device pocket. No active infection was noted, but the pump had completely eroded through the incision. A culture was obtained, but the results were unknown; it was noted that the patient was admitted emergently to another facility with pump erosion, and was managed there. Treatments for the infection included oral and IV (intravenous) antibiotics, and total system explant. Perioperative antibiotics were administered. The pump was to be replaced in the future by another company product. The patient¿s status was reported as ¿alive ¿ no injury,¿ and the infection resolved. The pump was being used to infuse lioresal. The outcome for all events was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the surgeon noted on (B)(6) 2014, that the pump had a tilt to it and appeared that it was no longer sutured. The pump was removed on (B)(6) 2014. No further information was given, if additional information is received this report will we updated.

Event description:
It was later reported that, at the time of this report, the patient had recovered without permanent impairment.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported, that following pump and catheter explant, the patient experienced mild to moderate drug withdrawal symptoms. The outcome for this this event was not reported. Further follow-up is being conducted to obtain this information. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the pump was not installed correctly, and migrated out/protruded out of the pocket through the skin one week after implant (as previously reported). [The pump not being installed correctly was previously reported in manufacturer's report #3004209178-2015-13159, but will be reported under this manufacturer's report # going forward as it was alleged to have been related to the erosion]

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type catheter. (B)(4).